Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and not replaced due to dislodgement. Ra lead was removed with no attempt to replace due to prior history of subclavian stenosis. Should additional information become available, this file will be updated.